Event description:
We received the following information: while using the medrad continuum mr infusion pump (serial number (B)(4)) and the medrad continuum mr infusion system standard administration kit (mik 200a), the site reported that the pump had delivered less than prescribed while infusing propophol during more than one pediatric case. The site was unable to disclose specific information to the exact dates of these allegations, but indicated that under infusion of more than 10% had occurred. As a result, additional dosing was indicated when the pts began to awaken sooner than anticipated. The site would manually bolus the continuum pump with propophol to overcome this situation. There was no injury reported in any of these incidents.

Manufacturer narrative:
Medrad quality assurance product analysis received and tested the continuum pump to determine the root cause of the under infusion issue. The site could not provide any lot numbers of the medrad continuum mr infusion system standard administration kit (mik 200a) that were involved with any of these incidents. Preliminary investigation and analysis appears to indicate that certain lot numbers of the mik 200a exhibit variation in specifications that may impact the functionality of the pump and therefore may be contributing to the under infusion of medication reported by this site. This investigation and analysis is continuing.